Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 525, 253 & 204 mg/dl when all tests were performed within minutes of each other on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.